Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Photos were received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, clot was observed on some splines of the octaray catheter. A manufacturing record evaluation was performed for the finished device 30667672l number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib - persistent ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, f-curve and there was a presence of clotted blood on some of the electrodes. At the end of the procedure, it was noticed that there was presence of clotted blood on the spines of the catheter despite the heparinized irrigation system and an act greater than 300s throughout the procedure. Surgery was not delayed due to the reported event. The procedure was successfully completed. No patient consequence. The presence of thrombus/clot on the catheter is MDR reportable.

Manufacturer narrative:
The device evaluation was completed on 20-dec-2022. It was reported that a patient underwent an afib - persistent ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, f-curve and there was a presence of clotted blood on some of the electrodes. Device evaluation details: the octaray nav device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. The clot reported by the customer was not confirmed however, according to the picture provided, clot was observed on the spline. A manufacturing record evaluation was performed for the finished device 30667672l number, and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Per the additional information received under a-8547238, the concomitant product section was updated and thmcl smarttouch,tc,f,c3 was added. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:_ (B)(4) it was noted on 23-jan-2023 that the narrative presented under follow up report #3 (B)(4) is incorrect. The correct narrative is as follows: additional information was received on 13-jan-2023. It was reported that a thermocool® smart touch¿ electrophysiology catheter was used in close proximity to the octaray, galaxy, 48p, 3-3-3-3-3, f-curve. Therefore, the concomitant product section was updated.